Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited oversensing leading to pacing inhibition when the patient was asked to cough during follow up testing, approximately 2 1/2 months after implant. The patient had not experienced symptoms related to oversensing prior to the clinic visit.